Event description:
It was reported that the customer had passed away on (B)(6) 2025 due to hypoglycemia. The customer was wearing the pump at the time of death. Multiple attempts were made by tandem technical support to obtain additional information; however, no additional information could be obtained.